Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code, overvoltage set) was confirmed due to contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code and overvoltage set.